Event description:
The customer reported that the table tilted instead of lifting. A pt was involved but not injured. Rebooting reset system case was completed with no further incident.

Manufacturer narrative:
The service rep asked to observe the biomed troubleshooting. System did not duplicate malfunction. Biomed continuing to troubleshoot upon the service rep's departure.